Event description:
After unpacking the product, the physician noticed that the catheter was kinked. The catheter was not used for the procedure at all.

Manufacturer narrative:
Technical eval: there were several crush marks on the distal tip of the catheter, a single axis bend at 6.0cm and a twisted crumple zone. Conclusion: the incident is confirmed as reported. The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 1097-03/a, (lot # l14603). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement. This lot was over labeled per the instructions of (B) (4).